Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush metal bit has snapped a bit...head won't secure...detached: oral-b [device breakage]. Case narrative: consumer contacted via phone on the behalf of their daughter and stated that they had three brushes one metal bit had snapped a bit and the head won't secure. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush metal bit has snapped a bit...head won't secure...detached - oral-b [device breakage]. Case narrative: consumer contacted via phone on the behalf of their daughter and stated that they had three brushes one metal bit had snapped a bit and the head won't secure. No injury was reported. Fup - concomitant product updated.